Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2016 to report that on (B)(6) 2016, patient experienced an intermittent out of range signal. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
The receiver was returned for evaluation. The receiver was visually inspected and no defect was found. Receiver showed "enter time" icon when button was pressed. Functional testing was performed and there was no failure detected. Pairing test was performed and the test failed because "call tech support: hwrf" appeared on display during test. Pictures were taken of the receiver display. Additionally, data log review confirmed the reported event of an intermittent out of range. A root cause was determined to be ui-u1 related failures.

Manufacturer narrative:
(B)(4)

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. The receiver log was reviewed and errors were observed. . The reported event of an intermittent out of range signal was confirmed. A root cause could not be determined.